Event description:
Implant loss due to broken locators which couldn't get removed without extraction, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used ((B)(6) are same patient).